Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator module and lamp were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2011. Based on qa assessment, the product met specifications at the time of release. Tabletop illuminator module and a lamp were received for evaluation. A visual assessment of the returned module revealed a cracked faceplate. Additionally, the lamp was determined to have reached its rated life, which was subsequently replaced into the sample illuminator. Then, this was calibrated in the system, for functional testing. The module was found to meet specification. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system lamp needs to be replaced before surgery. There was no patient involved.